Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right atrial (ra) and right ventricular (rv) lead. Additionally, far r over-sensing, automatic mode switch (ams), and under-sensing were observed on the ra lead. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.